Manufacturer narrative:
The device was returned to event medical for evaluation. The device was evaluated prior to performing any system test or calibrations. A complete performance verification was carried out. The reported failure could not be duplicated. From the information available, event medical believes that no conclusion can be drawn and therefore, no further action is necessary. This file is deemed to be closed.

Event description:
Customer alleged that the ventilator failed to cycle while on a patient, the ventilator was alarming both visually and audibly. There was no patient harm or change in therapy reported. Additionally, a review of the error log confirmed that the ventilator alarmed appropriately.